Event description:
Pt underwent cerebral aneurysmal clipping on 2/15/96. Sustained a cva either intraoperatively or postoperatively. While in rehab, dvt was noted and heparin initiated. Nurse set pump to administer 13cc/hr. But, later, pump found to be at 130cc with heparin being infused over a two hour period. Ptt was initially greater than 200. Protomine administered. Filter ultimately placed. Nurse may have pressed 1st button as a 1 instead of leaving it and pressing last two to get 13. With pressing the first two, may have read 130.